Event description:
It was reported the patient developed an infection and they had to move the pump so that the pump would not break through the skin. The patient states that he thinks that his body rejected and pushed the pump out towards the skin. The problem was fixed quite quickly and all was well.